Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the patient was accidentally discharged, and the pharmacy was unable to re-admit the patient back. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was inadvertently discharged due to the user being unaware of its functionality. The technical support specialist guided the customer and adjusted the reverse discharge maximum settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.